Manufacturer narrative:
No conclusion code available. Final analysis found the reported inability to communicate was confirmed in the laboratory and was due to premature battery depletion. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It as report that the device was unable to be interrogated. The device was explanted and replaced. The patient was discharged.